Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced rapidly rising blood glucose after a meal, increasing from 95 mg/dl to 292 mg/dl within two hours and later to 383 mg/dl, with troubleshooting indicating delayed drops during tubing priming and a suspected infusion site delivery issue; the user then completed a full supply and infusion site change and resumed insulin delivery. Symptoms included hyperglycemia. Outcomes included no alerts above the reported threshold, no use of backup therapy, no ketone testing, no medical intervention, no assistance needed, and no acute health effects. Investigation included guided troubleshooting, visual confirmation of insulin drops during tubing priming, inspection of removed supplies, and replacement of the infusion set and consumables. Investigation of this case revealed probable inadequate initial tubing fill and a suboptimal infusion site that impeded insulin delivery, with no defects observed in the removed supplies. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.